Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio meter was reverting to the set up mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (at 9 am). The patient denied testing her blood glucose with another device after alleged product issue occurred. The patient manages her diabetes with ¿diaformin¿; however, it is not clear what action the patient took in response to the alleged meter issue. The patient denied developing any symptoms as a result of the alleged product issue. There is no evidence the patient received any medical intervention after the reported meter issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The alleged meter issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.